Event description:
It was reported that this greenlight fiber was found to be broken at the beginning of a surgery. The procedure was completed with a different fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob confirming the reported clinical observation. It is likely that procedural handling of the device during set-up and use such as excessive manipulation/rough technique contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that this greenlight fiber was found to be broken at the beginning of a surgery. The procedure was completed with a different fiber. There were no patient complications reported.